Manufacturer narrative:
(B)(4). The device was manufactured june 3, 2015- june 4, 2015. The device was received for evaluation. Visual inspection did not identify any defects associated with the device. The device was functionally tested and flow rate tested. The device showed continuous flow and the rate was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufactured between june 3, 2015- june 4, 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a no flow issue with an infusor. There was no patient injury or medical intervention associated with this event. No additional information is available.